Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a female. The target lesion was the proximal rca. The lesion was de novo, heavily calcified and slightly tortuous. There was 99% stenosis. Ivus and then pre-dilation was conducted with a ryujin 1.5 x 15mm balloon. Then a 3.5 x 13mm cypher was being delivered, but the cypher became stuck proximal to the lesion and could not advance further. The physician pushed the cypher back and forth to advance it and he confirmed the stent was flared at the distal end. Therefore, re-dilation with a new balloon (hiryu 2.25 x 10mm) was conducted again and a different cypher (3.5 x 18mm) was implanted at the target lesion successfully. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis.